Event description:
It was reported that the patient used one purewick fec in the hospital, and it was great. However also mentioned, have to be careful and make sure it is sealed in its wrapping, and they have to wipe you down with special wipes before they unseal the part that goes next to the skin. When patient was in the hospital, patient got a uti and had a hard time getting rid of it. They heard they were having problem with it in the hospital's they need more training on making sure they follow directions on how to use sanitation, how often to change them. Stated the nurses were not properly trained to place the wick. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: b. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient used one purewick fec in the hospital, and it was great. However also mentioned, have to be careful and make sure it is sealed in its wrapping, and they have to wipe you down with special wipes before they unseal the part that goes next to the skin. When patient was in the hospital, patient got a uti and had a hard time getting rid of it. They heard they were having problem with it in the hospital's they need more training on making sure they follow directions on how to use sanitation, how often to change them. Stated the nurses were not properly trained to place the wick. It was unknown what medical intervention was provided for urinary tract infection.